Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a moderately calcified mid to distal left anterior descending artery. The physician advanced the 2.25mm x 16mm taxus liberte drug eluting stent to the lesion and multiple attempts were made, but the stent was unable to cross the lesion. Upon removal from the pt, stent damage was noted. The physician re-dilated and completed the procedure with a 2.25 x 12mm taxus liberte and a 2.25mm x 20mm taxus liberte drug eluting stent. No pt injuries or complications occurred. The pt status is satisfactory.